Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00641.

Event description:
The patient was undergoing a coil embolization procedure in the internal carotid artery (ica) using penumbra smart coils (smart coil) and a penumbra smart coil handle (handle). During the procedure, a smart coil did not detach with the handle. The physician also attempted to detach the smart coil by hand, but the smart coil did not detach. Therefore, the smart coil was removed, and the handle was no longer used for the remainder of the procedure. The procedure was completed by using another smart coil and detached by hand. There was no report of an adverse effect to the patient.